Event description:
It was reported to philips that the device failed to shock a patient and had to be restarted multiple times before a shock was administered. The patient did not survive. No ECG monitoring strips or case event files were provided to philips for review. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). An evaluation was completed and the rse was unable to replicate the alleged failure as the data had been deleted. The customer's biomedical department technician carried out the function and shock tests, but was unable to reproduce the failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to shock a patient and had to be restarted multiple times before a shock was administered. The patient did not survive. No ECG monitoring strips or case event files were provided to philips for review. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). An evaluation was completed and the rse was unable to replicate the alleged failure as the data had been deleted. The customer's biomedical department technician carried out the function and shock tests, but was unable to reproduce the failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Correction: the event date and date of death have been updated to 09mar2022. Gender has been updated to male.